Manufacturer narrative:
A ge oec svc rep investigated the issue, and removed and replaced the single board computer and associated components. Additionally, a missing fan cover was replaced. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not boot up. The system was removed from svc.